Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they had been working with a medtronic representative for several days trying to get the implanted neurostimulator (ins) charged up, however it hadn't been working. Patient said that the representative had recommended that if they still couldn't get the device charged up on the third day to call patient services. Pt described going through passive recharge mode and seeing the three numbers on the trying to recharge screen as 98 99 99. Agent had the pt reset the controller. Pt had difficulty getting the battery compartment cover back on the controller during the call. Pt saw no apparent damage to the equipment. Agent had the pt unlock the controller. Pt saw no device found. Agent had the pt initiate an ins recharging session. Pt saw no device found, so agent had the pt tap recharge to go through passive recharge mode. The three numbers on the trying to recharge screen were 96 96 97. The controller light was flashing green. After two complete cycles, pt saw unable to recharge (74). Pt said that they were doing another type of treatment that needed the ins off so they just left the ins off as they didn't know that the ins battery would deplete. The issue was not resolved. An email was sent to the repair department to replace the recharger. When asked for the event date, pt said that it was last monday while they were at the hospital trying to get ready for a MRI. Pt said that mdt rep had been helping them. Agent asked the pt when the rep was first made aware of the reported issue; pt said that it was a day or two after they got back home. Additional information was received from a manufacturer representative (rep). It was reported that the patient did not get the MRI. They are unsure if it has been confirmed with the physician. Patient (pt) called back reporting that they received the replacement recharger a few days ago and have been using it. Pt stated that they are still having trouble with charging their implantable neurostimulator (ins). Pt added that they have been working with the recharger and worked with a manufacturer representative (rep) with the recharger. Pt noted that the rep told them to call patient services back due to still having issues. Pt mentioned that they get all 100s in passive recharge but were still unable to charge their implantable neurostimulator (ins). Agent walked patient through a controller reset; agent then had patient attempt to start a charge session. Pt noted that they got no device found, agent had patient enter passive recharge and patient said the number values were all 100s and the screen was on the trying to recharge screen a little longer than usual. Patient stated that the number values did not change. A replacement controller was sent out. No symptoms were reported. Caller stated patient is still not able to charge ins normally and is having to do passive recharge cycles. Caller has appointment with patient on wednesday and inquired if there are any other troubleshooting steps that can be done. Technical services suggested performing passive recharge cycles in office to ensure they are being done correctly and recharger is being kept over the ins and also discussed disable device function. Manufacturer rep called back while with the patient. The caller indicated that prior to calling they attempted passive recharging for about 45 minutes. The caller wanted to attempt to disable/re-enable the ins using the patient remote. The caller walked through the process and the remote went back to the passive recharging screen. When in passive recharge mode the recharger the numbers were changing when the recharger position was adjusted. The numbers were changing between 88 and 94 during the call. The caller tried to use a second remote with patient's recharger and controller battery and passive mode displayed similar numbers in the 90s. The caller indicated that the ins not deep or tilted. The caller will continue attempting to charge the ins with the patient.